Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received a low reading of 58 mg/dl from the adc device compared to readings of 125 mg/dl from a competitor brand meter. It is unknown whether the customer noted a trend arrow on the device. The customer experienced unspecifed symptoms and was unable to self-treat, requiring them to go to the hospital where treatment details remain unspecifed. There was no report of death or permanent impairment associated with this event.